Manufacturer narrative:
Concomitant medical product: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: product type catheter product ID ne u_ptm_prog lot# serial# implanted: explanted: product type programmer, patient h6: device code c62917 removed to reflect the information received on 2020-jun-09 indicating that, although there was a suspicion that the catheter broke or migrated, flouroscopy confirmed that there was no issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer's representative on 2020-jun-09. It was reported again that the patient's pump had been alarming intermittently since (B)(6) 2020 and the ptm was showing an error code of 8476, indicative of a motor stall. The patient indicated that they first noticed the pump alarming with a critical alarm on (B)(6) 2020. The patient followed up with their hcp, but did not receive an answer. The patient did not know what to do, so they went to the ER where the ER staff also did not know what to do. The patient returned home and noted that their ptm was no longer showing any alarming going on and the pump alarm had stopped. The patient was concerned and their hcp directed them to follow-up with the manufacturer. The patient indicated that they would work with the manufacturer's representative and did not want physician listings as "nobody else would take [them] on". The patient noted that the pump contained 1.4 "something" of morphine. The patient also reported that they got into an accident on (B)(6) 2020 and ended up going to the ER where they said that the patient's catheter appeared broken after a CT scan was performed. The patient's hcp stated the next day that this was not possible and the catheter was checked under flouroscopy. According to the patient, nothing wrong was seen with the system at the time. No symptoms were reported. No further complications.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the patient was doing well and was scheduled for a replacement the next week (relative to (B)(6) 2020.

Manufacturer narrative:
Concomitant medical product: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-aug-2009, UDI#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID :neu_ptm_prog, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid at an unknown concentration and dosage via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2020, it was reported that the patient was getting an error message on their personal therapy management programmer (ptm) indicating that there was a "serious device failure" and patient was hearing "a beep" every couple of hours. It was noted that the patient had an ir procedure the previous week and there was some concern that the "needle was displaced" on a cat scan. The hcp had no further information and did not know the patient's managing physician information, but noted that the patient was seen at the (B)(6). No symptoms were reported. No further complications were reported.

Manufacturer narrative:
H3: analysis of the pump revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. Analysis noted wearing on the upper shaft of gear number two. The returned pump was interrogated and as per the logs dilaudid with concentration 10.0 mg/ml was being administered at a dose rate of 1.498 mg/day as of 2020-jun-10. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported a dye study was done and there was no catheter issue. The cause of the motor stall was unknown. It was indicated the pump would be returned to the manufacturer following explant. The patient's weight was unknown.